Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver unknown morphine 10mg/ml at 1.7mg/day. It was reported that, during a routine pump replacement, the patient coded. The old pump was still in the pocket and connected to the existing catheter and the incision was open at this time. The catheter had been successfully aspirated. No changes had been made to the existing pump's programming. The new pump was being prepared on the back table. The patient's blood pressure dropped very low and the patient was medically attended to. Additional symptoms were unknown. The procedure was aborted. There were no known external, environmental, or patient factors that may have caused or contributed to the patient coding. It was unknown if the cause of the patient's coding was determined. It was not related to the device and was possibly related to the procedure/anesthesia. The patient was treated and monitored in the intensive care unit. The patient had the existing pump explanted and replaced on 2022-12-08. The patient was discharged to home on (B)(6) 2022. There was no alleged complaint for the explanted pump. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history related to the patient coding were unknown.